Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported that a lead had high impedances at 1.5v with the twistlock cable during a stage I procedure; the issue was out of the box. Impedances were as follows: 0<(>&<)>1=9711 ohms, 0<(>&<)>2=3384 ohms, 0<(>&<)>3=2659 ohms, 1<(>&<)>2=10460 ohms, 1<(>&<)>3=9559 ohms, 2 <(>&<)>3=2975 ohms. A second impedance measurement was performed and also resulted in high impedances in the 6,000 ohms range. The lead was replaced and the patient recovered without sequela.

Manufacturer narrative:
The returned lead was attached to a known good screening cable. The distal end of the lead was placed into a 0.9% saline solution. Using an 8840 programmer to communicate to the ens that was connected to the screening cable, impedances were measured. Normal impedances were measured on all circuits and electrode pair combinations.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.